Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the antibiotic flow rate from the secondary bag was higher than expected, did not match the programmed pump rate, and fluid was backing up into the primary bag. The entire set up was changed and the IV infused at the appropriate rate. No patient harm was reported.

Event description:
The customer reported that the antibiotic flow rate from the secondary bag was higher than expected, did not match the programmed pump rate, and fluid was backing up into the primary bag. The entire set up was changed and the IV infused at the appropriate rate. No patient harm was reported.

Manufacturer narrative:
Listed as "life threatening" which was a typographical error. The correct value is "none."